Event description:
The home pt called baxter technical service on 10/22/05, to ask about abdominal discomfort during drain. The technical service rep. Advised the home pt to contact her nurse. Through a follow up call to the home pt on 11-21-05, it was discovered that the home pt hooked up early and the result was described by the home pt as an air bubble that caused the abdominal pain. Baxter product surveillance spoke to the home pt's nurse, on 11-21-05. She stated that the home pt has post-pilio syndrome. The home pt does take anti0hypertensive medications, but the nurse feels that nothing that the pt takes would interfer with dialysis. The pt did not have a prescription change recently. There was no treatment for the abdominal pain. The pt has not had peritonitis. There was no pt injury or medical intervention. The pt's ultrafiltration rates have not changed recently.